Event description:
Description of event or problem: this serious spontaneous report was received from a patient in the united states. The patient, a (B)(6) female with history of hypertension, experienced elevated blood pressure after receiving all three euflexxa (1% sodium hyaluronate) injections to her left knee for osteoarthritis of the left knee. On unspecified dates in (B)(6) 2012, the patient received all three euflexxa injections to her left knee for osteoarthritis of the left knee. The patient started monitoring her blood pressure and noticed that her blood pressure was elevated. On (B)(6) 2012, the patient's blood pressure was 171/102 and 180/107. On (B)(6) 2012, the patient's blood pressure was 152/98. The patient noted that she had not been feeling bad (details unspecified). The patient planned to contact her physician regarding the elevation in blood pressure. Further information was not provided. Medical history was provided including a history or hypertension. Concomitant medications were provided. Further information has been requested. If new significant information is received, a re-evaluation of the case will be performed. Company comments: patient with h/o of htn on medication started monitoring her bp and noted elevated bp, no other symptoms, weeks after euflexxa injection. Unclear when the elevated bp started; unassessable.